Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was taking a shower when she started to feel dizzy. After the shower, the patient was on the bed and reported that she was about to pass out. She stated she heard an alert and alarm on the cgm but she could not remember what the error message was because she was dizzy. She checked her bg with a glucometer and it was 63 mg/dl. The patient drank orange juice and took glucose tablets. At the time of the report, the patient stated she was incoherent and feeling confused. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.